Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the returned device data as well as on the inspection of the lead itself. The returned device data was inspected. During inspection of the available iegm of episode 140, the clinical observation could be confirmed. The iegm showed a regular detected vf episode with two documented charging cycles of the high voltage capacitors. The first charging cycle was aborted, as expected, due to the detection of an external short circuit, which might have otherwise damaged the ICD. The second charging cycle led to a regular shock delivery, which terminated the vf successfully. There was no indication of an ICD malfunction. Subsequently the returned lead was analyzed. Only a proximal lead fragments of 18 cm length was available for analysis. It is reasonable to assume that the lead was cut during the explant procedure. The lead fragment was inspected, revealing a rubbed through insulation 16.5 cm distal to the is-1 connector pin. The characteristics as well as the location of the damage indicates that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the ICD was not returned for analysis. The returned data revealed no indication of an ICD malfunction. Based on the analysis, it is reasonable to assume that the clinical observation resulted from an insulation damage of the lead. The analysis did, however, not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 119 months after the implantation low shock impedance was observed.